Event description:
During an in clinic follow up, a loss of capture was observed on the left ventricular (lv) lead. A lead dislodgement was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.